Event description:
It was reported that stent damage occurred. The target lesion was located in the 1st obtuse marginal artery. Predilation was performed using an unspecified balloon catheter. A 3.50x32mm promus element drug-eluting stent was selected and advanced to treat the target lesion. As the physician wanted to cross the lesion, he felt some resistance. He took the stent out and noticed that the struts of the stent got deformed into "a shape of a brush." The procedure was then completed with a different device. No patient complications were reported and the patient's status was fully stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the 1st obtuse marginal artery. Predilation was performed using an unspecified balloon catheter. A 3.50x32mm promus element drug-eluting stent was selected and advanced to treat the target lesion. As the physician wanted to cross the lesion, he felt some resistance. He took the stent out and noticed that the struts of the stent got deformed into "a shape of a brush." The procedure was then completed with a different device. No patient complications were reported and the patient's status was fully stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified distal stent damage. Stent struts were misaligned on one row. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).